Event description:
Customer's spouse reported hospitalization due to high blood glucose. The paramedics were called. Customer experienced chest pain and kidney pains. Customer has stage three kidney issues. The blood glucose reading is 596 mg/dl before hospitalization. When customer reaches hospital the blood glucose level is over 600 mg/dl. Customer had taken 15 units of insulin. Customer stated that the cannula was kinked. During troubleshooting, the high pressure test failed twice. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.